Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery the evac 70 xtra metal electrode wire was broken. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states it is unknown if the broken wire was retained and/or removed from inside of the patient. Three undated photos of wands were provided, one photo was of a wand with three wires labeled, ¿before use,¿ and two photos of a wand was labeled, ¿after use¿ with the middle wire missing support the case, however, they do not aid in determining the root cause. Based on the limited information provided, a thorough medical investigation cannot be rendered, nor could a definitive clinical root cause of the reported breakage be determined. If the broken metal electrode wire was retained inside of the patient, its location is unknown. Therefore, we are unable to rule out the possibility of local skin irritation, micro-motion and/or migration of the possibly retained broken metal electrode wire. Nor can we make any conclusions on the impact of the non-implantable foreign body. It is unknown if there was an available back up device or a significant delay during the procedure. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the customer provided image shows a detached middle wire from the electrode. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.